Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. No button error alarm or numbers scrolling up noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm and that the numbers kept scrolling up on the insulin pump. The customer's blood glucose was 170 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm and keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.